Event description:
It was reported the pt has been without stimulation due to not maintaining the ipg as recommended. Also, the charger and programmer can no longer communicate with the ipg. As sjm rep attempted to troubleshoot the issue but was unsuccessful. As a result, the pt will discuss the next course of action with his doctor and an sjm rep.

Manufacturer narrative:
Correction number. 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.